Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed wound healing disorder with tight skin condition which led to skin necrosis and a chronic wound infection with fistula formation over the implant. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.